Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx3mm wolverine coronary cutting balloon was used for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No patient complications were reported, and patient was good post procedure.